Event description:
The complainant reported that during Impella 5.5 support, after connecting the white cable to the Automated Impella Controller (AIC), the system prompted the user to perform a visual inspection of the connector. The customer confirmed that light was visible from the catheter plug and rechecked and reinserted the cable as instructed.Following completion of these steps, the AIC displayed an ¿Optical Sensor System Error¿ message indicating that position and suction monitoring may be unavailable and recommending use of a backup controller. The reported issue was associated with the optical sensing system.In response to the reported condition, the customer replaced the AIC. The Impella 5.5 device continued to provide support. At the time of this report, the patient remains on Impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A. PATIENT INFORMATION is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.